Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead and the right atrial (ra) lead were experiencing noise with electromagnetic interference (emi). No intervention has been performed. The patient's condition was stable.

Event description:
New information notes that the right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.

Event description:
New information notes that the right ventricle fluoroscopy showed externalized conductors. No intervention was performed. Patient was stable.